Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 52mg/dl. Reportedly, the non-tandem continuous glucose monitoring system was not connected so the basal software was unable to suspend insulin delivery. To address bg, juice was consumed, additionally, insulin was manually suspended.